Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet "doesn't work anymore." Upon inspection, it was noticed that the usb port of the tablet was damaged so the serial cable would not stay in place. Additional information was received that the physician office had reported of the issue on (B)(6) 2016. The device checked on (B)(4) 2016 and noticed that the usb port inside the tablet was broken. The wand was unable to be connected to the tablet due to the broken port. The cause of the issue is unknown. The tablet was received on 6/13/2016. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis it was identified that the usb port was damaged. As a result, the tablet was unable to establish communication. No further anomalies were identified.